Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had ac power failure. As per part investigation, it was determined that there was burn and cut area on pyxibus cable. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report that the station is not turning on was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: inspection observed the pyxibus cable was damaged; cable was replaced further investigation observed the station would start to boot up when powered on but would shut down. Disconnecting all pyxibus devices in an attempt to isolate the issue did not resolve; replaced power module to resolve issue visual inspection of the pyxibus cable observed burn and cut/scrape markings along an area on the cable; a wire was exposed along the burn area testing confirmed an exposed wire along the cable visual inspection of the power module observed no issue testing was performed with successful results and observed no issue root cause: the root cause of the report that the station is not turning on was due to a thermal damaged pyxibus cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had ac power failure. As per part investigation, it was determined that there was burn and cut area on pyxibus cable. There were no delay, no adverse events or injuries reported based on this event.